Event description:
The patient reported communication issues between the implant, and the external equipment. An advanced bionics representative performed device evaluation. The problem was confirmed. An explant has been recommended.